Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported issue could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the tip of the guidewire was broken and remained in the patient. Additional information received indicated that this issue was noticed during use of the device on the patient, the device prepared for use as per the directions for use and the device was confirmed to be in good condition during preparation/prior to use on the patient. No further information was available. As the device was not returned an a review of all available information fails to indicate a probable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during a procedure, the tip of the subject guidewire was broken and remained in the patient. No further information is available.

Event description:
It was reported that during a procedure, the tip of the subject guidewire was broken and remained in the patient. No further information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.